Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ("stillbirth"), device breakage ("device breakage"), device dislocation ("one of the essure devices migrated/ outside of fallopian tubes") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 on (B)(6) 2005, (B)(6) 2009, (B)(6) 2011, (B)(6) 2011, (B)(6) 2015. Urinary tract infection, miscarriage and infection mrsa. *imaging reports indicated that one of the essure devices migrated. Previously administered products included for birth control: iud from (B)(6) 2012 to (B)(6) 2014. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and miscarriage baby died at 22 weeks gestation. Essure was removed in (B)(6) 2018. At the time of the report, the stillbirth, device dislocation and pregnancy with contraceptive device outcome was unknown and the device breakage, vaginal infection, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ("stillbirth"), device breakage ("device breakage"), device dislocation ("one of the essure devices migrated/ outside of fallopian tubes") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2011, (B)(6) 2011, (B)(6) 2015), urinary tract infection, miscarriage and infection (B)(6). Previously administered products included for birth control: iud from march 2012 to april 2014. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and miscarriage baby died at (B)(6) gestation. Essure was removed in (B)(6) 2018. At the time of the report, the stillbirth, device dislocation and pregnancy with contraceptive device outcome was unknown and the device breakage, vaginal infection, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal infection to be related to essure. Diagnostic results: imaging reports indicated that one of the essure devices migrated further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2019: plaintiff fact sheet received. Events per pfs: stillbirth, vaginal infection, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, abdominal pain. Essure implant and explant date was updated. Miscarriage was added as medical history. Outcome added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.